Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01349. Analysis of the returned scs ipg found a failure which is related to the reported event. The patient's ipg has been added to this report.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from his scs system. Additionally, the patient plans to undergo a contraindicated procedure at a later date. As a result, the patient's entire scs system was explanted on (B)(6) 2016. The patient had two model 3186 leads from the same lot implanted as part of his scs system.